Event description:
Pt was hospitalized for elevated blood glucose levels and dka. Pt also reported that the pump screen was damaged during the hospitalization.

Manufacturer narrative:
The pump was returned to animas for eval. Eval reveled a damaged display screen which the pt reported occurred subsequent to the hospitalization, but demonstrated that pump insulin delivery was operating within specifications and delivery accuracy.